Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va32my0. Implanted: (B)(6) 2025. Explanted: (B)(6) 2026. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for fecal incontinence. It was reported that the lead migrated or dislodged, and the patient experienced a loss of stimulation and a loss in therapeutic effect. They also reported that the impedances were also high, over 4000 on 3 of 4 electrodes, and every program couldn't be turned up past 0.3 or past 6 months. Up until about 6 months ago, the patient felt stimulation or was able to adjust and was relieving her symptoms. The cause was unknown, but stimulation output issues were suspected. It was unknown what caused the above (as stated in the previous paragraph). The patient stated no falls but did lose 10 lbs shortly before that. Baseline symptoms of bowel incontinence returned. A device revision was done, and the issue was resolved as the patient had a new ins and lead implanted and no impedance issues after the implant.

Manufacturer narrative:
Continuation of d10: product ID (B)(6), lot# va32my0, serial# implanted: 2025 (B)(6), explanted: 2026-(B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.